Event description:
Healthcare professional (hcp) reported that patient was injected with 0.1ml juvéderm® voluma¿ with lidocaine in piriform fossa. One day later, patient developed marbled skin, injection site and peripheral pain, erythema, and edema; hcp described symptoms as signs of obstruction. Patient was treated with hyaluronidase. Thirty minutes later, patient was treated again with hyaluronidase and radiofrequency. Patient's pain disappeared and capillary refill was 2-3 seconds. Patient was prescribed 20mg prednisone once a day and acetylsalicylic acid 325mg every 12 hours. One day later, pain returned. Patient was treated with another two cycles of hyaluronidase and radiofrequency. One day later, patient stopped prednisone and was prescribed tadalafil 20mg, aspirin, and fusidic acid cream each for a week. Symptoms resolved and hcp advised patient was in optimal condition three days later.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.1ml juvéderm® voluma¿ with lidocaine in piriform fossa. One day later, patient developed marbled skin, injection site and peripheral pain, erythema, and edema; hcp described symptoms as signs of obstruction. Patient was treated with hyaluronidase. Thirty minutes later, patient was treated again with hyaluronidase and radiofrequency. Patient's pain disappeared and capillary refill was 2-3 seconds. Patient was prescribed 20mg prednisone once a day and acetylsalicylic acid 325mg every 12 hours. One day later, pain returned. Patient was treated with another two cycles of hyaluronidase and radiofrequency. One day later, patient stopped prednisone and was prescribed tadalafil 20mg, aspirin, and fusidic acid cream each for a week. Symptoms resolved and hcp advised patient was in optimal condition three days later.